Event description:
Received info from a pt that she experienced a sharp pain at the ins pocket site beginning about a week ago. Pain was first noticed while pt was in the shower. The pain is present even when the stimulation is turned off. Info received months later states, the pt had her whole device system explanted due to breakage of the leads.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.